Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump shut off. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose (bg) level was 250 (mg/dl). A bolus via a backup pump was administered to address bg level. During troubleshooting with tandem customer technical support (cts), review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Cts assisted the customer with reloading the cartridge onto the pump and resuming insulin delivery. Recommendation was made to the customer to charge pump more frequently.